Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report of an unspecified number of undocumented incidents of the pts' peripheral inserted central catheter (PICC) clotting while the device was in use. The tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. The option-lok male adapters of plumsets were connected to the female adapters of the tubing sets. The option-lok male adapters of the tubing sets were connected to the female adapters of unspecified PICC lines. After an unspecified lengths of time in use, it was reported that the PICC lines clotted. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info, including specific event details, if the piccs were replaced and the therapy resumed, and the medications being delivered.